Manufacturer narrative:
This is one event for the same pt involving two separate products: associated MDR # 1225714-2013-02028.

Manufacturer narrative:
Add'l information was received from the plantiff's attorney regarding the date of event onset; however, there is a discrepancy as the date provided is different than the date that was initially reported. Add'l info asking for clarification regarding the date of event onset/date of death has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02028 and 1225714-2013-02029.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2007 after the use of the product.